Event description:
It was reported that the right atrial lead was undersensing and had an elevated threshold. The device's sensitivity was reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.